Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that during a cardiac cath procedure the syringe luer lock nut did not secure the high pressure tubing and it blew off during the procedure. Contrast blew everywhere. Injection protocol; 13 ml/sec for 39ml volume, 600 psi. No reported injury. Customer could not provide patient information, other than to say patient is fine.